Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch unk additional information requested and received: was there any issue noted with staple formation in primary and secondary procedure? I am not sure if it was noted. It was not noted intra op. Leak tests are performed intra op and there was no reference to it. They did not use staplers in the re operation to repair the leak. The leak comes from the corner of the staple line of a transected limb. Was any issue noted with device performance at any time? No. The initial procedure was performed on (B)(6) 2015 and the re-operation was performed on (B)(6) 2015. It was not known with what signs or symptoms the patient present clinically post-op. It was not known how the leaks were diagnosed. The patient is reported to be in recovery and doing well.

Event description:
It was reported that two days after a duodenal switch procedure, the patient required reoperation for post-operative leak. In the initial procedure, the device was used with gold reloads with nu-knit on the cartridge for the proximal and distal anastomosis and there were no apparent issues. The device and spent reloads were disposed of after the original procedure. On post-operative day two, the patient required a second surgical procedure to treat a post-op leak at the corner of the proximal anastomosis and a leak within the distal anastomosis staple line. The surgeon threw a couple stitches laparoscopic reoperation to treat the post op leaks. The patient is recovering and now doing well.

Manufacturer narrative:
(B)(4). Additional information: intra-operative video received. Based on the video evidence the event description that there were leaks can be confirmed. There were no anomalies noted in either the first firings or the last firing where the leaks appeared to occur. The harmonic was used to cross a staple line which is contraindicated and may have contributed to the leak near the distal end of the staple line. Also, the nu-knit is being utilized off-label per the IFU and it is unknown if the use of this material contributed to either leak. One point of clarification is that there were other cartridges utilized in the firing other than gold which was noted in the event description. The IFU for the nu-knit was reviewed and the use of this adjunct material is off label. It is unknown if the use of this material had an effect on the leaks. Based on the video evidence of the subject plee60a the event description of leaks can be confirmed. Hands on device and cartridge analysis may have provided the evidence necessary to determine the root cause of the event, but they were disposed of by the account post procedure.